Manufacturer narrative:
Information was received via published literature. Evaluation summary: the journal article suggests that dissociation may have been due to shell placement and/or backside wear of the liner. However, with the information provided, a definitive root cause cannot be determined. Evaluation codes: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the patient was revised due to dissociation of the metasul liner from the shell.